Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: the plunger is separating from the stopper at aspiration moment, it has been causing issues because it's needed to puncture the patient again to perform the collection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: the plunger is separating from the stopper at aspiration moment, it has been causing issues because it's needed to puncture the patient again to perform the collection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. H6: investigation summary ten samples and photos received for investigation. Upon visual inspection on two samples it was possible to observe stopper separation from plunger. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stopper. H3 other text : see h10.